Event description:
It was reported that " during insertion of the foley, the balloon burst. This occurred a second time straight after. Before insertion, there were no issues observed during the functional testing prior use. No clinical consequences for the moment. Another foley was used". The patient's current condition is reported as "fine". Associated MDR# 8040412-2024-00220.

Manufacturer narrative:
Qn#(B)(4). The manufacture received the sample for evaluation. The manufacturer reported: "visual examination conducted on actual samples and observed that there was no abnormality or design irregularity observed on the returned sample other than balloon burst. Close examination under high magnification lens revealed that there is scratch mark on the balloon surface. It appeared most likely that the balloons had been in contact with hard or sharp object from outside the cause the balloon to burst. The device history record was reviewed, and no issue related to complaint was noted. The device was manufactured according to release specification. Customer complaint cannot be verified as manufacturing related caused due to the undetermined source of cause for the issue. Based on the investigation, burst balloon on the returned sample could have been caused by the contact of hard and sharp object during use that leaving scratch marks on the balloon surface, thus weaken the thin balloon membrane and caused it to burst. Therefore, this complaint could not be confirmed as manufacturing related. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that " during insertion of the foley, the balloon burst. This occurred a second time straight after. Before insertion, there were no issues observed during the functional testing prior use. No clinical consequences for the moment. Another foley was used". The patient's current condition is reported as "fine". Please see associated MDR# 8040412-2024-00220.

Manufacturer narrative:
Qn# (B)(4).